Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted into the abdomen. It was reported that on the night of (B)(6) 2024, the patient was sent to the ER due to a stroke. Prior to the stroke, the patient¿s cgm was reading 59 mg/dl and the bg meter was reading 37 mg/dl. The patient had been experiencing dizziness. There was no documentation of treatment for the patient¿s bg meter reading of 37 mg/dl. The patient was taken to the hospital (it was not reported by whom). At the ER, the patient¿s bg meter reading was up to 450 mg/dl. At some point, the patient¿s sensor / transmitter was ¿lost¿, therefore, no other cgm values were available for remainder of this event. The patient was treated with insulin, unspecified antibiotics, and morphine. The patient also underwent an x-ray and CT scan. At the time of report, the patient was still in the hospital and had been for the past 5 days. The patient was "doing fine" but still recovering. It was not specified if the patient alleged that the stroke was caused by the cgm inaccuracy. Attempts to follow-up with the patient for follow-up and further event details were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.